Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the lcd backlight test step during testing. The device's front panel board was replaced to address the issue. Additionally, unrelated to the test failure, the device was found to have missing/displaced rubber feet, the porting block was found to be pinched/damaged and the cord retainer was missing/broken. Necessary parts replaced.